Event description:
The iab leaked. That was the only info at the time of the report. The iab was not returned to co for eval. The iab was discarded by the facility. (Event complications: unknown - reported 1/2/97.) (Pt's current status: unk - rpt'd 1/2/97.